Event description:
It was further reported that the 3mm target lesion was 80% stenosed. The vessel was mildly calcified. The two previously noted implanted stents of another manufacturer's were 3.0 x 18mm and 3.0 x 30mm. Two balloons were used to post dilate the stents, a 3.0x12mm quantum maverick and a 3.5x15mm balloon.

Event description:
It was further reported that the 3mm target lesion was 80% stenosed. The vessel was mildly calcified. The two previously noted implanted stents of another manufacturer's were 3.0 x 18mm and 3.0 x 30mm. Two balloons were used to post dilate the stents, a 3.0x12mm quantum maverick and a 3.5x15mm balloon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation by manufacturer: contrast was present in the distal outer portion of the catheter and the balloon. Visual and microscopic inspection revealed that the balloon was returned slightly inflated. The returned device was connected to an inflation device to pressurize the balloon but due to the excessive amount of dried contrast the device had to be placed in a warm water bath to help loosen the contrast and attempt to pressurize again, however; the balloon would not inflate. There were three shaft kinks found located approximately 8.5 centimeters, 17.5 centimeters and 21.5 centimeters proximally from the distal end of the tip. The shaft kinks could have potentially contributed to the reported event. The tip section of the device was inspected and no issues were noted. The proximal weld region visually appeared to be intact with no restriction or focally necking present. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device has been used and the device had been prepped for use. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, deflation difficulties occurred. The lesion was located in the proximal left anterior descending (lad) and the first diagonal branch. A maverick2 2.5x15mm balloon was advanced to the lesion for predilatation. Kissing balloon technique was used to predilate the bifurcation with 2 quantum maverick balloons 3.0x15mm and 3.5x15mm. The balloons were inflated to 10atm for 10 seconds. The quantum maverick 3.0x15mm balloon was unable to be deflated. The balloon was withdrawn from the vessel in an inflated state. Another quantum maverick 3.0x15mm balloon was advanced to the lesion. Two stents from another manufacturer were implanted. No patient complications were reported. The patient status is "stable."